Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per dop114 830. The sensor failed per specifications due to high readings. The unit was unable to perform insertion complaint due that complaint is against serter and the customer returned the sensor only. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2014-85989.

Event description:
The customer reported having discrepancies on the threshold suspend. The blood glucose reading was 101mg/dl while the sensor reading was 60mg/dl. The customer was wearing the sensor for three days. The caller uploaded the report and did not see anything. The customer believes was due to the lag time that her sensor glucose reading was off and the customer was in a diabetic accident on (B)(6) 2014. On that day, the customer had a cup of coffee and it raised his glucose level by 40 points, did not have a breakfast until 10am, which it was two eggs, sausage biscuit and a hash brown. Advised the caller that a high calibration factor may indicate the sensor is not responding well to changes in glucose or can result from inaccurate calibrations. Instructed the customer to remove the sensor and he inserted fine. The customer mentioned wearing the sensor when he was in a car accident. No further information was provided.